Event description:
It was reported that the tension screw broke during a procedure at the user facility. There was no impact to the patient or procedural delays that were reported to have taken place.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results

Event description:
It was reported that the tension screw broke during a procedure at the user facility. There was no impact to the patient or procedural delays that were reported to have taken place.